Event description:
It was reported via implant card that the patient's lead and generator were replaced due to high impedance. Per historical hospital policy, product return is not expected. No further relevant information has been received to date.